Event description:
The patient claims to have used a provox brush and that it broke-off while she was cleaning her prosthesis. She required medical intervention to have the brush removed from the trachea.

Manufacturer narrative:
We are continuing our investigation on this event. Currently no actions are considered to be necessary. (B) (4).